Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found thermal damage at the yaw pulley. Additional information not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley near conductor wire. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure that the fenestrated bipolar forceps instrument did not cauterize. The instrument energy cable was replaced, but there was no resolution. The customer used a backup instrument. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: no arcing was observed. There were no reports of injury to the patient.